Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate low reading of "63 mg/dl" compared to "102 mg/dl" obtained on another meter. The reported readings were taken within 30 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the csr noted that the test strips are within the discard and are in good condition, the results were taken from an approved site, and the correct testing process was used. On 03/17/2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages her diabetes with self adjusting insulin. On (B) (6) 2010 at 9am, the pt allegedly obtained an inaccurate high reading of "246 mg/dl" obtained on the subject meter. The pt stated that if her blood glucose is below 200 mg/dl, she does not take any insulin and usually eats something before she takes her insulin. Per the reported meter reading, the pt took 24 units of lantus. Five mins later, the pt began to feel sweaty and shaky and obtained a blood glucose reading of "63 mg/dl" on the subject meter. The pt promptly administered self treatment with orange juice and a glucose tablet. She felt better soon after and tested at "102 mg/dl" on another meter. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia after took insulin per the lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.